Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose level of 402 mg/dl. The customer was mentioned insulin flow block alarm and offered troubleshooting and they declined to troubleshooting. Customer stated that the insulin pump was not working and when she unhook it will release all of her insulin. The device will not be returned for analysis.